Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was above 600 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. It was reported that the patient's blood glucose did not respond to boluses. The reporter noted the bolus history recorded was accurate as programed and the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No further troubleshooting was completed and no additional information was provided. This completed is being reported because a pump issue could not be ruled out as a contributing factor to the reported health event.